Manufacturer narrative:
Approximate age of device ¿ 1 year, 9 months and 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that power cable disconnect and low voltage alarms were noted. The manufacturer's technical service representative reviewed the submitted log file and observed many power cable disconnects and percutaneous lead (driveline) disconnect alarms observed on the black lead of the pocket controller on both battery and the power module as well as 4 motor/pump stoppages and 1 no external power event as the pocket controller was disconnected at the end of the log file. There seemed to be an issue with the black lead of the pocket controller. The pocket controller was exchanged. Additional information was requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of power disconnect and low voltage alarms was confirmed through the log file analysis and reproduced during testing of the returned system controller (serial number (B)(4)). A data log file retrieved from the returned controller contained approximately 17 hours (06aug2018 13:29 ¿ 07aug2018 07:12 per time stamp). The log file captured almost constant power cable disconnect/low voltage alarms, most of which corresponded to black power cable faults. The majority of these faults did not correspond to the changing of power sources and occurred on both battery and power module support. During these events the controller also captured multiple transient low power alarms and the voltage supplied by the black power cable was frequently captured as low as 0 volts, on both battery and power module support. Visual inspection of the returned system controller revealed damage to the bend reliefs of both the black and the white power connectors. Manipulation of the black power cable at the site of damage produced power cable disconnect alarm during functional testing (which failed). The system controller¿s power cable was further evaluated. Electrical continuity testing of the controller's power cable revealed an open connection of the brown wire (rsoc- battery gauge) in the black power cable. The black power cable was stripped to inspect the internal wires and the brown wire was broken located approximately in the break of the connector strain relief of the black power cable. The root cause of the power cable disconnect/low voltage alarms was determined to be a conductor breakdown within black power cable; however, it did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the damage to the power cables (damaged strain reliefs and internal conductor breakdown) can be a result of repetitive bending or twisting of the power cables during use. No further information was provided. The manufacturer is closing the file on this event.